Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was used to deliver lioresal 2000mcg/ml 700mcg/ml per day. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving baclofen 2000 mcg/ml at approximately 700 mcg/ml per day via an implantable pump. The indication for use was intractable spasticity. The patient¿s medical history included spasticity and was wheelchair bound. On (B)(6) 2019 it was reported that a pump alarm occurred and was audible to the patient. The patient had loss of therapy for a short time. The pump had stalled and recovered x 2. The reporter was unaware of any environmental, external or patient factors that may have led or contributed to the issue and was unsure of physician troubleshooting performed. During interrogation in pre-op the pump was functional. A stall had occurred but had recovered prior to surgery. The physician requested the pump be replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive no injury and no further complications were reported or anticipated.